Manufacturer narrative:
The lot number, manufacture date, expiration date data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to incontinence. It was determined that the cuff had a sizing issue and a smaller cuff would help prevent the incontinence. There were no additional patient complications.